Event description:
Related manufacturing reference number: 2017865-2023-00882. It was reported that the patient presented for routine generator change procedure. During the procedure, it was noted that the pacemaker's atrial set screw was stripped. The pacemaker was explanted and replaced. During the procedure, the right atrial lead was damaged due to the set screw being stripped. The right atrial lead was capped and replaced during the procedure on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported event of unable to untighten the atrial setscrew to remove the lead was confirmed. Final analysis revealed that calcified blood was filling the setscrew inset. The calcified blood was preventing the wrench from engaging the setscrew inset to untighten the setscrew. When the calcified blood was removed from the setscrew inset a wrench could then be fully inserted into it and engaged the setscrew inset and untightened the setscrew. The lead was then able to be removed.